Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: none. It was reported via trial that the dissection occurred during implantation of the first xience v stent. A second xience v stent was implanted for treatment of the dissection. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident info. Dissection is listed in the IFU and ram as a known adverse event associated with coronary stenting. This effect is not an indication of a quality issue. Dissection can be influenced by several factors, such as lesion characteristics, procedural technique, and device size selection. The IFU sates that "implanting a stent may lead to dissection of the vessel distal and or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilation, placement of other stents or other.)" A conclusive root cause for the reported dissection and the relationship to the device cannot be determined.